Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted. The ra lead perforated the patient's heart wall. A pericardial effusion drainage was performed to resolve the issue. No additional adverse patient effects were reported.